Manufacturer narrative:
Initial.

Event description:
It was reported that a customer experienced hypoglycemia with a blood glucose of 52 mg/dl after a factory reset while the ilet was in its learning and adaptation phase; the customer had consumed orange juice shortly before contacting support and was instructed to take an additional 15 grams of carbohydrates. Symptoms included hypoglycemia. Outcomes included recovery to target range and stabilization during the call, with no further concerns. Investigation included troubleshooting and education regarding system operation during adaptation and acute hypoglycemia management. Investigation of this case revealed no device alerts or alarms during the event and no device malfunction identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.